Event description:
It was reported that the 8120 was not working to infused medication and not detecting the syringe. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue where the 8120 pca pump was not infusing medication and failed to detect the syringe was identified as syringe incompatibility. The tech support review, it was identified that the customer is not using a bd-compatible syringe. The customer was directed to the list of compatible syringes for the 8120 pca pump and informed that the 30 ml international medication system syringe is not compatible, as it is not included in the approved compatibility list. It was clarified that 30 ml bd syringes are listed and supported. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.